Event description:
Baxter united kingdom reports a hole in the transfer set near the roller clamp. The transfer set was one month old. The transfer set was changed and there was no pt injury reported.